Event description:
Reports dual false positive flu a and sars. Confirmed by pcr. Unknown if patient is symptomatic or asymptomatic. Report 2 of 2 (flu a).

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history identified 3 complaints for the reported issue for this lot. Five (5) retained devices were tested with negative standard; all devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone